Event description:
Customer, who is pregnant, reported that two weeks prior to calling customer service on (B)(6) 2014 she attempted to perform a test, but after inserting the test strip into her adc blood glucose meter a battery icon was displayed. Customer further reported she experienced "dizziness and nausea" and her heart rate was increased so she self-presented to a local healthcare facility to have her blood glucose checked. At the hospital a reading of 202 mg/dl was received on an unspecified device. Customer was diagnosed with "suspected gestational diabetes" and treated with 1 unit of insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. Note: the actual date of the event is unknown. The event date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.